Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound due to the lifevest equipment. The patient described the area as a bleeding head wound. There was no alleged device malfunction contributing to the irritation. The patient was admitted and treated at the hospital for an open wound. The outcome of the irritation is unknown as follow up attempts were unsuccessful.